Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported having high blood glucose of over 600 mg/dl. She was also inquiring how to program her insulin pump's settings. The customer stated she was going to change out her infusion set. No additional information provided.